Manufacturer narrative:
A manufacturing review that included a review of sterility records was performed and found that the lot was manufactured to specification. Infection is a known inherent risk of any surgical procedure, the warning section of the IFU states, "this device is not indicated for the treatment of infection. If an infection develops, treat the infection aggressively." The adverse reaction section lists seroma and infection as potential complications. Based on the information provided, no conclusion can be made at this time. Treatment is ongoing at this time. If additional information is provided, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
It was reported to davol that a patient who is part of a clinical study experienced a post surgical site infection. On (B)(6) 2016 - the patient underwent repair of a recurrent hernia, with implant of the xenmatrix ab with posterior component separation. On (B)(6) 2017 - the patient was diagnosed with a surgical site infection in the deep tissue layer with purulent drainage from deep within the incision. On (B)(6) 2017 - the patient presented to the ER with complaints of abdominal pain in the lower abdomen and associated with distention. The patient is noted to have had nausea, vomiting and diarrhea. A urine analysis showed ecoli bacteria in which she was treated with antibiotics. On (B)(6) 2017 - the patient presented with possible seroma under the skin and cellulitis. Two surgical drains were placed in the retro-rectus space in the left lower quadrant. This ae has been assessed by the study as possibly related to the device and definitely related to the procedure and has been considered a severe ae requiring intervention.